Event description:
During a routine follow-up, the battery voltage was found to be <1.0v after being implanted four months. The diagnostics indicated 150 noise reversions and 150 aborted shocks for fibrillation. When the electrograms were retrieved, the device showed large amounts of noise that appeared to indicate a blown output circuit. At explant, real time electrograms showed noise. An extensive lead test was performed. The test did not reveal any problems with the lead, so the physician elected to utilize the existing lead system. The ICD was replaced.